Event description:
It was reported that on jul 5, 2024, during set assembly, the staff discovered that the t-handle chuck will not open/ not working. There was no patient consequences. This report is for one (1) universal chuck this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. Photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that universal chuck, the provided evidence was not sufficient to confirm the reported event of will not open/close. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the universal chuck would not contribute to the complained device issue. Based on the investigation findings, cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: part # 03.043.001 lot # 21616202 manufacturing site: werk selzach logistik release to warehouse date: 09.nov.2022 expiration date: n/a supplier: - bächler feintech ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.